Event description:
It was reported that during an unknown procedure, the device was making noises and it looked as if the tissue pad was cracked. The customer used another like device.

Manufacturer narrative:
Information anticipated, but unavailable at this time.